Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: required an artificial disk replacement in l5-s1 level procedure or technique: amav implant followed procedure levels implanted l5-s1 it was reported that intra-op, surgeon attached the removal instrument to the universal handle. Surgeon tried to pull it back anteriorly. At that time the removal instrument was pulled out completely without the amav implant moving. The nurse realized that a small part of the instrument was missing . Surgeon did not wanted to remove the implant to get the small part and the part was left in the patient. Product came in contact with the patient. Missing fragment remains in the patient. No patient complication and symptom reported due to this event.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed one of the tabs of the implant remover has been broken off. The remaining tabs have been damaged and deformed. Optical inspection of the fracture surface of the broken tab revealed a brittle surface with a shear lip. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.